Event description:
Per the clinic, the patient developed otitis media and a cholesteatoma in the implanted ear. The device was explanted on (B)(6), 2010 and the patient was implanted with a new device on the ipsilateral side.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).